Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50; serial/lot: (B)(4)/ 21381972; description. Linear 3-6 lead 50cm. Model: sc-2366-50; serial/lot: (B)(4); description. Linear 3-6 lead 50cm. Model: sc-2366-50; serial/lot: (B)(4); description. Linear 3-6 lead 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the leads was starting to protrude through the surface of the patients skin. The patient underwent a revision procedure to bury the lead deeper into the skin.